Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline at rates of 300 ml/hr, via plum pumps. The customer contact reported that the tubing sets were primed without any difficulty. No further programming parameters were provided. At unspecified times, the option-lok male adapters of the tubing sets were connected to the female adapters of the patients¿ IV cannulas and reportedly, the solutions started to drip. After unspecified lengths of times, no flow of solutions were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the pump was alarming for any alarm condition and the amount of solution delivered when the no flow was noted.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.